Event description:
It was reported that the patient presented to the ER with increased hv lead impedance measurements. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.